Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there was no physical damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2015 with the following findings: a review of the black box data showed no drastic voltage fluctuations. A visual inspection of the pump showed that the battery compartment was intact. No evidence of moisture was found in the battery compartment. During testing, no overheating of the pump occurred. The pump¿s current draws were found to be within specifications. The complaint was not duplicated or verified during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.